Manufacturer narrative:
(B)(4). The customer reported that the power led was not lit and the device failed to charge the battery. There was no report of pt involvement. The unit was evaluated at philips and the failure was verified. It was further clarified that the unit failed to power up. Replacement of the power pca resolved the failure. The unit passed all post-servicing testing and was shipped back to the customer site.

Event description:
The customer reported that the power led was not lit and the device failed to charge the battery. There was no report of pt involvement.